Event description:
It was reported that the patients scs lead had high impedances on all contacts. In turn the patients lead was explanted and replaced on (B)(6) 2023. Therapy was restored post-operatively.

Manufacturer narrative:
Event date is estimated. The event of lead revision due to high impedance was reported to abbott. The lead was explanted and replaced. Therapy was restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.